Event description:
On (B) (6), 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Following the procedure, it was noted that the pt had no pulse in the right leg. The pt was taken back to the operating room. The physician performed an endarterectomy to remove an old piece of thrombus that had broken loose, covering the femoral artery. The pt tolerated the procedure. A few days later, on an unk date, the pt developed free air in the abdomen. The pt underwent a resection of the sigmoid colon. The pt tolerated this procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.